Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the numbers on the continuous glucose monitor (cgm) system were off. No medical intervention was reported. Additional event or patient information is not available.